Event description:
A home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during their automated peritoneal dialysis therapy. Reportedly, the home pt forgot that pt was connected and attempted to walk to the bathroom. When the home pt did this their transfer set became separated from the plastic adapter at the end of their catheter. Baxter's technical service center assisted the home pt in ending therapy early. As a result of this incident the home pt's transfer set was replaced and pt was administered oral cephalexin. No pt injury reported, per the home pt's nurse.